Event description:
It was reported that customer received a minimum fill notification while attempting to reload cartridge with less than 80 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support educated customer of the minimum fill recommendation for their pump. A new cartridge onto pump to resolve issue.